Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to a recall notification. There were no reported device malfunctions or adverse patient effects at the time of explant. The device was returned to boston scientific for analysis.